Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30

Event description:
The customer observed false positive sars-cov-2 igg results generated on the architect i2000sr processing module for a (B)(6) year old pregnant female patient. The patient reported no covid-19 symptoms and the antigen pcr test was negative. The customer confirmed the results were being used for individual patient management. The following data was provided: on (B)(6) 2020 sid (B)(6) initial result = 3.53 s/c, repeat = 3.56 s/c (reference range: greater than or equal to 1.4 s/c = positive). On (B)(6) 2020 repeated with snibe diagnostic medical system maglumi ncov: igg = 0.574 au/ml, 0.560 au/ml (reference range: < 1.0 au/ml = nonreactive). Igm = 0.0 au/ml (reference range < 1.0 au/ml = nonreactive). The customer provided additional abbott laboratory data: architect cmv igg results = 115 au/ml (reactive), architect cmv igm results = 0.11 index (nonreactive). Additional data was received: a new sample was collected on (B)(6) 2020 sid (B)(6) initial result = 3.27 s/co. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on june 26, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2020-00077 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. Refer to MDR 1415939-2020-00077.